Event description:
It was reported, that the pacemaker was explanted and replaced, due to the tissue of the pocket around the pacemaker became thin and did not heal properly. The patient was stable throughout the procedure.

Event description:
New information received noted that the event of the pocket around the pacemaker became thin and did not heal properly caused discomfort to the patient.